Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with stored episodes of post-sensed t-wave oversensing. Previous programming changes were made to account for undersensed premature ventricular contractions (pvcs). Programming changes were made. The patient was stable during and after the changes.